Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported event of the biopsy cap sponge being pushed out into the scope. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device manufacture date 9/10/2012.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2012. According to the complainant, the physician was trying to remove a plastic stent and confirm that the duct was clear; there was no problem with the stent, or its deployment. The physician was able to remove the stent, but the white foam piece from the rx locking device biopsy cap became lodged in the scope. They were unable to put another device down the scope to check to see if the duct was clear. The scope had to be sent to olympus to repair the scope. There was no damage was noted with the device, or packaging. The procedure was not completed, due to this event. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2012. According to the complainant, the physician was trying to remove a plastic stent and confirm that the duct was clear; there was no problem with the stent, or its deployment. The physician was able to remove the stent, but the white foam piece from the rx locking device biopsy cap became lodged in the scope. They were unable to put another device down the scope to check to see if the duct was clear. The scope had to be sent to olympus to repair the scope. There was no damage was noted with the device, or packaging. The procedure was not completed, due to this event. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Visual evaluation of the complaint device found that there was residue present which indicates use/handling of the device. The foam (sponge) was noted to have been separated from the rx biopsy cap and remnants of the sponge were found in the internal circumference of the cap. The diameter of the bottom seal hole on the cap was measured to be within specifications. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2012. According to the complainant, the physician was trying to remove a plastic stent and confirm that the duct was clear; there was no problem with the stent, or its deployment. The physician was able to remove the stent, but the white foam piece from the rx locking device biopsy cap became lodged in the scope. They were unable to put another device down the scope to check to see if the duct was clear. The scope had to be sent to olympus to repair the scope. There was no damage was noted with the device, or packaging. The procedure was not completed, due to this event. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.